Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found insulation degradation near the connector boot.

Event description:
This report is to advise of an event observed during analysis.